Manufacturer narrative:
The technician found the end tube was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2007 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. This technician replaced the side rail end tube to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located at the account. There was no pt/user injury reported. (B)(4).